Event description:
Corrective data: it was reported that patient was placed on the transplant list before the driveline infection occurred. Patient was not moved to transplant list due to any lvad or lvad therapy related issues. Lvad was bridge to transplant.

Manufacturer narrative:
Event: correction.

Manufacturer narrative:
On (B)(6) 2019 it was discovered that the investigation findings had not yet been submitted to close out the file. The device was returned and the investigation revealed the allegation against the device was not observed during investigation and there is no further information regarding the infection documented in the initial report. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and a direct correlation between the device and the reported event could not conclusively be established. The driveline was severed approximately 4¿ from the pump housing and the distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, outflow graft bend relief collar, and outflow elbow) was returned attached to the pump¿s outlet port (figure 1). Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Manufacturer narrative:
Age of device: 3 years, 6 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had a driveline infection that started on (B)(6) 2017. Aerobic bacterial culture stain was performed which was positive for serratia marcescens. Patient was treated with bactrim (B)(6), wound debridments and wound vac. Patient underwent a heart transplant due to the infection. Pump was returned for evaluation. No further information was provided.